Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, it was revealed the patient's right ventricular lead exhibited noise resulting in episodes of noise reversion. No intervention was performed. There were no patient consequences.